Event description:
On (B)(6) 2009: caller reported unexpected high result. Per customer, usually inr is between 2.0-3.0. Three weeks ago inr=2.3. Today (3 weeks later), inr=3.6. Customer has introduced new foods to diet. No change in medications. On (B)(6) 2009: follow up with customer. Per customer, skipped coumadin dose and ate lots of spinach - inr=2.5.

Manufacturer narrative:
Data is not valid for comparison. Elapsed time between results exceeded three hours. If the time between elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the patient. Customer reports dosage skipped, and diet high in spinach. Product deficiency not established. No further action required. As of 10/21/2009, 18 discrepant results complaints were reported for lot # 214530 yielding a complaint rate of 0.030%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.